Event description:
The sales representative was going to use product # 62-18330 and it was noticed that the cutter was broken due to rust.

Manufacturer narrative:
Investigation in progress but not yet complete.

Manufacturer narrative:
The reported event could be confirmed. Within visual inspection it was determined that a part is broken off and the fracture surfaces show the appearance of forced ruptures caused by stress crack corrosion. Based on investigation the breakage occurred from stress crack corrosion. Stress crack corrosion occurred as a result of the too high bending forces in combination with a longer contact with blood and body fluids, due to insufficient or not proper cleaning. The long contact with blood and body fluids also caused local corrosion. Furthermore the spring is deformed, because the instrument was widened further than the clearly perceptible maximum. The measured hardness values are within the specification. During the investigation no indication was found for any systematic, material or manufacturing related issue. The device was manufactured before any of the products improvement had been implemented.

Event description:
The sales representative was going to use product # (B)(4) and it was noticed that the cutter was broken due to rust.